Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a past issue with the pump touchscreen display. The customer was unable to recall specific details regarding the nature of the issue. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer could interact with the touchscreen and access all pump features as usual. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.